Event description:
It was reported that the autopulse platform (serial number (sn): (B)(4)) displayed a "replace battery" message using 3 autopulse li-ion batteries that were fully charged after a 24 hour rotation. All batteries (sn's: (B)(4)) had this issue once in the platform on different dates in and around (B)(6) 2014. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Please see the following related MFR. Reports: #3010617000-2015-00173 for autopulse® li-ion battery with sn: (B)(4); #3010617000-2015-00174 for autopulse® li-ion battery with sn: (B)(4); #3010617000-2015-00175 for autopulse® li-ion battery with sn: (B)(4); investigation results for the returned platform are as follows: a visual inspection of the returned platform was performed and found that the top, encoder and motor covers were cracked. The patient head restraint brackets were also damaged. The physical damages found during visual inspection are unrelated to the reported complaint that the autopulse platform displayed a "replace battery" message using 3 autopulse li-ion batteries (sn: (B)(4)) that were fully charged. A review of the autopulse platform's archive data showed no issues with the device's operation. The platform underwent functional testing with no faults or errors exhibited. Based on the investigation, the parts identified for replacement were the top cover, encoder cover, motor cover and the head restraint brackets. Please note that the customer also returned autopulse multi-chemistry charger (mcc) with sn (B)(4). Visual inspection of the charger found that one of the pins in the right bay of the charger was pushed in. This led to an intermittent connection between the charger and the batteries inserted into the charger. In summary, the autopulse platform passed all functional testing and review of the archive data showed that the platform functioned as intended. The customer's reported complaint that the platform displayed a "replace battery" message using 3 li-ion batteries that were fully charged was not confirmed. The intermittent charging experienced by li-ion batteries with sn:(B)(4) was due to a pushed out pin on autopulse multi-chemistry charger with s/n (B)(4). The autopulse power system user guide provides the following instructions: charging - leave the battery in the charger until the ready (green) led illuminates; test cycle - typical test-cycles last up to 12 hours. Leave the battery in the charger until the test-cycle completes and the ready (green) led illuminates. Once the green led on the charger illuminates, the battery is fully charged and has successfully passed the performance test. The battery is ready for use. The physical damages found during visual inspection are unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Manufacturer narrative:
Customer indicated that this issue occurred at station 32. The autopulse platform in complaint was returned to zoll on 03/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Please see the following related MFR. Reports: 1. #3010617000-2015-00173 for autopulse® li-ion battery with sn: 04108. 2. #3010617000-2015-00174 for autopulse® li-ion battery with sn: 04149. 3. #3010617000-2015-00175 for autopulse® li-ion battery with sn: 15581.